Event description:
It was reported that the patient experienced hyperglycemia while using the ilet after running out of insulin for approximately 4¿5 hours, with a highest reported glucose of 401 mg/dl and medium ketones; the patient removed the ilet, administered a subcutaneous insulin pen correction, drank water, and then resumed ilet use, and the infusion set in use was a steel cannula that had been changed the day prior. Symptoms included hyperglycemia and elevated ketones. Outcomes included a delay to treatment or therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component contribution. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.